Manufacturer narrative:
Device received with hardware low level failures error in downloaded history. Broken trace noted at pin one of ambient light sensor. No audio or vibrate anomaly or absence of alarm confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, occlusion, basic occlusion test, force sensor test and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio vibrate anomaly. The customer's blood glucose value was 180 mg/dl at the time of incident. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes. The insulin pump will be returned for analysis.